Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of baqsimi glucagon nasal powder administered by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of baqsimi glucagon nasal powder administered by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01.